Event description:
Patient reported the catheter was cut during a laminectomy on (B)(6) 2012. The catheter was not attached and was infusing morphine into tissue. This had been going on for about a month. The patient's back pain was worse than ever. The patient planned to follow up with their physician. The patient was taking oral morphine since then and the patient believed the pump was not providing relief. The patient was concerned about the abnormal catheter placement. Per hcp, the cause of the event was a scheduled laminectomy at l2-3. The distal/spinal segment of the catheter was "in the way." The catheter was revised with a new distal segment on (B)(6) 2012. The patient had concerns regarding their therapy and planned to follow up with their physician. The pump was delivering morphine.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).